Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention taken. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during the implant procedure. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms, high threshold and decreased r-wave amplitude measurements. Technical services (ts) was consulted and offered troubleshooting options. A chest x-ray was performed, but the results were inconclusive, therefore the physician opted to surgically intervene. Once the rv lead was disconnected from the ICD, impedance and threshold measurements were tested through the pacing system analyzer (psa). These measurements were normal. The physician then reconnected the device and existing rv lead, ensuring a proper connection. As a result, the prior lead observations were resolved. The device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms, high threshold and decreased r-wave amplitude measurements. Technical services (ts) was consulted and offered troubleshooting options. A chest x-ray was performed, but the results were inconclusive, therefore the physician opted to surgically intervene. Once the rv lead was disconnected from the ICD, impedance and threshold measurements were tested through the pacing system analyzer (psa). These measurements were normal. The physician then reconnected the device and existing rv lead, ensuring a proper connection. As a result, the prior lead observations were resolved. The device system remains in service. No additional adverse patient effects were reported.